Manufacturer narrative:
(B)(4).

Event description:
It was initially reported via medwatch report "an arterial catheter was used to access the left radial artery, and the guide wire of the catheter sheared and a fragment of it was lodged on the left arm soft tissue. Vascular surgery and ir were consulted, and no interventions were recommended. Additional information reports "the plan is for the patient to have a surgical procedure to remove the retained equipment. The retained instrument remains in the patient." The patient's current condition is reports "the patient is living at home independently at this time. From the follow up appointment notes it states the patient has returned to work."

Event description:
It was initially reported via medwatch report "an arterial catheter was used to access the left radial artery, and the guide wire of the catheter sheared and a fragment of it was lodged on the left arm soft tissue. Vascular surgery and ir were consulted, and no interventions were recommended. Additional information reports "the plan is for the patient to have a surgical procedure to remove the retained equipment. The retained instrument remains in the patient." The patient's current condition is reports "the patient is living at home independently at this time. From the follow up appointment notes it states the patient has returned to work."

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided three photos for evaluation. The complaint of guidewire separated in use was able to be confirmed by the photos as they revealed a complete separation of the distal end of the guidewire. However, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of guidewire separated in use was confirmed by visual inspection of the customer supplied photos as they revealed a complete separation at the distal end of the guidewire. However, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.